Event description:
Boston scientific pacemaker with a (B)(6) lead quc540388v was removed on (B)(6) 2025 due to an infection in her bloodstream affecting the device system and resulting to the whole system being removed. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).